Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #235924934:analysis information (B)(6) 2018 10:35:20 cst pli# 10 product ID# 37713 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified a lead or lead parts in the implantable neurostimulator (ins) connector port that could not be removed. Continua tion of d11: product ID 39565-65 lot# serial# v441985013 implanted: (B)(6) 2010, explanted: product type lead h3: 37713 - analysis of the implantable neurostimulator (ins serial number (B)(6) revealed that a lead or lead parts in the implantable neurostimulator (ins) connector port that could not be removed. H3: 39565-65 - analysis of the lead (serial number v441985013) revealed that that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. There was significant corrosion on the connectors of the partial lead. The corrosion on the connectors have distinct edges indicating the position of the lead in relation to the sealing rings of the ins. The location of the distinct edges of corrosion along with the amount of corrosion indicate the lead was not fully inserted for a significant amount of time. X-rays show the location of the lead when received for analysis was slightly different from the location of the lead during the time of corrosion. This difference in position most likely occurred during explant. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that one of the leads plugged into the ins wouldn¿t come out. The set screw was completely removed and still the lead remained inside. The physician had to cut the lead, which made it inactive. The rep reported that there were no known environmental factors. The rep reported that the hcp tried to lubricate the area around the lead with saline, the hcp tried to push in the lead and turn it half turn and then pull out. The hcp tried removing the top casing as well. The issue was unable to be resolved. The patient had a surgical paddle lead implanted and a percutaneous lead implant. The surgical paddle lead wouldn¿t come out of the ins, so it had to be cut and was left in the patient. The patient only had the percutaneous lead in use with the new replacement battery. The ins was explanted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.